Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing, soreness in nasal cavity and throat, headache, nausea, dizziness, lightheadness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found dust and dirt contamination found throughout device enclosure and airpath is inconsistent with degraded sound abatement foam, suggesting a source external to the device. The manufacturer found no evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device hasdust and dirt contamination found throughout device enclosure and airpath is inconsistent with degraded sound abatement foam, suggesting a source external to the device. Pil can confirm the presence of contamination in the airpath. There was no evidence of sound abatement foam degradation. Section d8, d9 and h3, h6 updated in this report. Section d4(UDI number), h6 (clinical code) corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 03, 2021, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing, soreness in nasal cavity and throat, headache, nausea, dizziness, lightheadedness related to a CPAP device's sound abatement foam. Additional information was received alleged of was vomiting blood, has chronic lung issues.